Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97792, lot# n522543, implanted: (B)(6) 2015, product type: accessory. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The company representative reported that the implantable neurostimulator (ins) was not cycling as programmed. The ins wouldn't shut off/on using the cycling program. The patient was programmed two days ago to add cycling because the patient was having residual stimulation effects. The representative didn't know the whole story but this cycling worked great for the patient for the first day. Then on thursday night at 3:45am the stimulation turned off and didn't come back on. The patient turned stimulation back on because his pain returned. Then the stimulation didn't go off so he had to manually do it. The representative was seeing the patient on the day of this report and was reprogramming the ins. They had been testing the 30 min on/off cycle and it wasn't working. The rep had re-orientated ins, deleted adaptive stimulation groups a-f and g was the cycling program. The patient had to take a break for 20 min. No trauma/falls were reported; the patient didn't have any recent medical test or emi exposure. The representative later reported that cycling was still not working after changing the patient programmer time which caused her to change the clinician programmer time. It was reviewed to have her change the a-h group in limits/settings to no cycling and leave group g with cycling programmed and retest at 5min on/off. The patient later stated that it was working every 5 minutes and the patient liked this much better than the 30 min on/off. The rep stated that he patient programmer was not showing stimulation was off. It was reviewed that the stimulation was going to show on when cycling programmed which was what the clinician programmer was showing as well. They were going to follow up with the patient on monday to see how things were working for him. The patient didn't not believe that his ins was cycling after enabling. The only valid programmer was group f with 30 min on/off. The patient got residual stimulation and cycling worked better. The rep later noted that she found out when the patient said he didn't feel stimulation and they checked it with the remote, it still showed the lightning bolt in the corner. When it was on the off cycle it still showed as being on when checked by the remote. So the rep didn't think there was a product event. The issue was that the patient didn't feel stimulation yet the remote said it was on so he thought it was not cycling but when we went to 5 min on/off the patient could tell it turned off and back on at 5 minutes intervals. The rep didn't know that it would still indicate the stimulation was on/ lightning bolt would still appear when it was cycling off. The issue had been resolved. All was functioning well and the patient had good relief. The indication for use was non-malignant pain. If additional information is received, a follow up report will be sent.